Event description:
It was reported that there was a possible product defect or quality issue. The lead did not advance fully into the header block leaving the last electrode exposed. Nothing looked wrong with the lead during visual inspection. A new implantable neurostimulator (ins) was used and the lead fit into the header block of the new ins with no issues. No other malfunction was seen and everything was reported to have worked fine after that.

Manufacturer narrative:
Final analysis of the implantable neurostimulator showed: there were no anomolies found.

Manufacturer narrative:
(B)(4).